Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in (B)(6) 2014 with blood glucose levels of 35 mg/dl and in (B)(6) 2014, they had 2 fender benders on the same day with blood glucose of 42 mg/dl at the time of the incident. The customer was given glucose gel to treat the later incident. The customer was wearing the insulin pump during the incidents. Troubleshooting not completed as these were past events. Customer ended up getting the 530g pump to reduce low incidents. The insulin pump will not be returned for analysis.